Event description:
Follow up information received reported that the healthcareprofessional (hcp) had not seen the patient since an appointment in (B)(6) 2013. It was noted that they sent the patient home to consider a revision but had not heard back as of yet. No programming of the implantable neurostimulator (ins) was performed. It was unknown if the issue had resolved since nothing has been heard back from the patient.

Manufacturer narrative:
Product ID 3093-28, lot # v546412, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had lost stimulation sensation. The patient had a fall about 2 months prior to the report but the loss of stimulation did not necessarily coincide with the fall. The details of the fall were unknown to the reporter. An x-ray was done but "nothing was remarkable and it was hard to tell if anything moved." The reporter indicated that the patient had lost 15 pounds recently. Impedances greater than 4,000 ohms were read on all bipolar as well as on "all or some" unipolar pairs. Impedance on c,3 was noted as 1,087 ohms and the patient could feel stimulation a little bit with this pair. The testing was done at a default value of 1v and 210 's. According to the reporter, the implantable neurostimulator (ins) did not have a low battery level. If additional information is received, a follow-up report will be sent.